Event description:
The pt reported they have experienced symptoms of numbness in their legs, starting two weeks earlier. The symptoms have persisted whether the device was off or on. Therapy benefit has been decreased; diminished pain relief was reported. The representative redirected the pt to report symptoms to the hcp. Add'l info has been requested from the physician.

Manufacturer narrative:
.